Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, pd therapy was temporarily discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was recovered from the peritonitis event and was performing pd therapy. No additional information is available.